Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that the patient has suffered excruciating pain, laceration and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia, dysuria, severe edema, extrusion of the subject products, bleeding, permanent scarring, permanent bodily impairment and related sequelae resulting in substantial interference with plaintiff's ability to engage in routine daily activities and sporting activities she previously enjoyed. No further information has been provided.